Event description:
On (B)(6) 2012, the reporter contacted animas to report that on unspecified dates, the patient obtained morning fasting blood glucose levels of 60 mg/dl and she experienced the symptom of nausea. The patient administered self-treatment by eating her usual breakfast, and chocolate if necessary. The patient noted her physician had recently decreased her basal rate, however, the pump settings show that the patient's highest basal rate was between 12:00 am and 4:00 pm. The patient did not seek any medical attention for these hypoglycemic episodes. The date/time were set correctly in the pump. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: (B)(4) the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect found in insulin delivery. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Unrelated to this complaint, it was found that the battery voltage was low on battery changes.